Event description:
It was reported that the patient was having difficulty charging the ipg following a lead revision procedure (MFR. Report no.: 3006630150-2024-03707). The patients ipg was replaced, and the patient was doing well with good coverage postoperatively.

Manufacturer narrative:
Sc-1232 sn: (B)(6). The implantable pulse generator (ipg) was returned for analysis, and communication could not be established with a known good remote control (rc) or clinician programmer (cp). Therefore, the data logs could not be retrieved or analyzed, and no functional testing could be performed. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected, which confirms that the application-specific integrated circuit (asic) chip is damaged. This damage is typically caused by the ipg exposure to external high voltage/high current transient sources. The reported event of charging difficulty was confirmed. Despite multiple attempts, the ipg still failed to communicate. The investigation confirmed that the asic chip was damaged resulting in the reported allegation. Typically, this type of damage is caused by the ipg exposure to external high voltage or high current transient sources.

Event description:
It was reported that the patient was having difficulty charging the ipg following a lead revision procedure (MFR. Report no.: 3006630150-2024-03707). The patients ipg was replaced, and the patient was doing well with good coverage postoperatively.